Manufacturer narrative:
On (B)(6) 2019, mentor received the device for analysis. Device evaluation summary: the analysis results showed that the device appeared intact. Leak testing revealed there was a tear measuring approximately 0.2 cm located in one of the suture tabs. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation, broken suture tab. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast reconstruction with cpx4 with suture tabs medium height smooth expander and experienced a deflation and a broken suture tab on the right side post-operatively. As a result, the patient underwent explantation on (B)(6) 2019.